Event description:
The patient is reportedly experienced a popping sound from his internal device followed by pain. External equipment was exchanged but this did not resolve the problem. A company representative met with the patient for troubleshooting but was unable to resolve the issue. The patient's device was explanted. The patient was reimplanted with another advance bionics cochlear implant.